Event description:
On 9/5/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/5/24. The user, who is legally blind, was admitted to the hospital on (B)(6) 2024 for back pain and mild dka after attempting to change their infusion site for the first time on their own. The user had been trained on 9/1/24 and was advised not to use the ilet system until meeting with an in-person trainer, but they chose to continue using it over the weekend. On 9/5/24, after experiencing "high" (>400 mg/dl) blood glucose levels and feeling unwell, the user was hospitalized. It is unclear which part of the infusion set site change process failed. The user received normal saline, toradol, and zofran during their hospital stay and was discharged on (B)(6) 2024. The user has since discontinued the ilet system and returned to injections until further consultation with their doctor.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set. The user's challenges with vision contributed to the failed infusion set and subsequent hyperglycemia.